Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump occurred motor error alarm during rewind. Motor position encoder error alarm was present in history. Customer stated that there were some motor error alarm in the alarm history. No harm requiring medical intervention was reported. The device will not be returned for analysis.